Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that episodes of noise leading to inhibition of pacing was observed in (B)(6). The issue progressed over time. During the procedure, lead fracture was found upon explant. High capture threshold was also noted. Patient was asymptomatic, and was stable before, during, and after the procedure.